Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced low blood glucose level on (B)(6) 2026. The patient's blood glucose level was treated by eating something available. No further information available.